Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es the drawer failed to open during an operation. Drawer 1 contains a lot of life-saving medications, one of which (metaraminol), was required to maintain the patient's blood pressure after anesthesia induction. There was no hardware failure registered on the device and no hardware failure can be observed via the reports on the es server for this particular device during the time period. The workaround to this problem involved the user signing out and re-signing back into the device, which allowed all 4 accessible drawers to re-open without any further incidents. The malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. Failure in inaccessibility to this particular medication could have caused significant harm to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Complaint history review: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. Device history review: a review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2023 and confirmed that this device was not previously returned for service and there were no production failures which correlates to the customer reported issue. Investigation summary: upon investigation of the actual device in this incident, it was determined that the drawer failed to open during an operation. The technical support specialist stated that the customer confirmed to close the case for now as the issue was no longer occurring and informed customer support centre to check for workflow used and drawer type / assignment in the future. The system functioned as intended after user signing out and re-signing back into the device. The following fields were updated/corrected due to device evaluation: b1. Adverse type: malfunction. B5. It was reported when using the bd pyxis¿ anesthesia station es the drawer failed to open during an operation. Drawer 1 contains a lot of life-saving medications, one of which (metaraminol), was required to maintain the patient's blood pressure after anesthesia induction. There was no hardware failure registered on the device and no hardware failure can be observed via the reports on the es server for this particular device during the time period. The workaround to this problem involved the user signing out and re-signing back into the device, which allowed all 4 accessible drawers to re-open without any further incidents. The malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. Failure in inaccessibility to this particular medication could have caused significant harm to the patient. H.1 type of reportable events: malfunction.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es the drawer failed to open during an operation. Drawer 1 contains a lot of life-saving medications, one of which (metaraminol), was required to maintain the patient's blood pressure after anesthesia induction. There was no hardware failure registered on the device and no hardware failure can be observed via the reports on the es server for this particular device during the time period. The workaround to this problem involved the user signing out and re-signing back into the device, which allowed all 4 accessible drawers to re-open without any further incidents. The malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. Failure in inaccessibility to this particular medication could have caused significant harm to the patient. There were no adverse events or injuries reported based on this event.